Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked. This occurred during set up of the device for peritoneal dialysis (pd) therapy. The leak was further described as ¿the patient line was leaking somewhere down the line, not from top of line, but somewhere where the line was coiled on the floor¿. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.